Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (5 mg/ml) at a dose of 1 mg/day via an implantable pump. The indication for use was not provided. It was reported that the patient heard the alarm from the pump "ring" on the night of (B)(6) 2018. In the morning the patient tried to administer a bolus with their "remote" but could not do it despite being allowed up to 24 boluses (each 0.2 mg) per day. The patient then called their physician to explain the situation. The patient saw the doctor in the afternoon and when checking the pump the doctor found that the motor had stalled since the day before. The pump was replaced on (B)(6) 2018. It was noted there was "catheter suction with a very good backflow of cerebrospinal fluid." At the time of the report the issue was resolved and the patient status was "alive - no injury." It was indicated that the pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, and motor function. Dispense accuracy testing could not be completed due to the motor stall. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number one and the lower shaft of the rotor. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.